Manufacturer narrative:
The reported events of high pacing impedance, loss of sensing, loss of capture, and ring circuit damage were not confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood. Examination of the lead did not reveal any anomalies. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead was able to be fully inserted into the test connector sleeve as well as the test ICD. All damages found were consistent with procedural damage.

Event description:
During the initial implant procedure, loss of capture, loss of sensing, and high pacing impedance were noted on the right ventricular (rv) lead, suspected to be due to non-confirmed lead damage. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.